Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues charging their implanted neurostimulator (ins). Patient described it is hard to locate the implant and noted their wife has to help them get the paddle in the right position and they then have to sit perfectly still for an hour and cannot even lean back in the chair. Patient confirmed they are using the belt and added that it gets pretty tiring after a while having to sit straight up. Patient added that the last 2-3 times they have recharged their implant over the last couple of weeks, the controller will suddenly start flashing yellow and display recharging needs attention. Patient stated they will unlock the controller screen and it will immediately show recharging excellent and the light will go back to green. Patient commented they have "been turned up" by their rep a couple of times and the implant goes through the battery like crazy; agent reviewed implant battery depletion rates are based on therapy settings and usage. Patient connected the recharger and reported excellent connection with the controller at 50% and the implant at 80 and then 90%. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient cleaned the components and reset the controller. Patient again connected the recharger and reported recharging excellent. Agent reviewed information and advised patient to monitor and call back if issue persists. Agent reviewed documenting and error messages. Additional information was received from the patient. Patient stated the issue has not been resolved. Most of the time pt cannot tell if anything is happening or not. The battery runs down and when they check it, it may have been depleted for an unknown amount of time and patient feels no different whether they charge it or not.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device had not significantly charged and they were not receiving the benefits they were hoping for. The patient had little to no relief from their back pain.

Manufacturer narrative:
Correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue has not been resolved. The ins continues to deplete quickly down due to higher settings. The settings need to be adjusted higher since the device is not providing the wanted relief which it will cause the battery to go down faster. The recharge time is typically an hour sitting in a straight back chair which is uncomfortable. A charging pad with a larger charging surface would make things easier and allow the patient to sit in a more comfortable position.